Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post diagnostic cardiac angiography procedure. The angio-seal was successfully deployed with hemostasis achieved. Later, the nurse stated the arteriotomy locator was inserted into the sheath upside down. Reportedly, this did not affect the location against the arterial wall as there was good blood flow from the arteriotomy locator during deployment. The pt was reported to be in a good condition and was discharged. The following day, the pt returned to the lab with a hard lump at the femoral access site. An ultrasound revealed a pseudoaneurysm. The physician attempted ultrasound guided compression of the pseudoaneurysm; however, it was unsuccessful. The pt was referred to a vascular surgeon.